Event description:
This unsolicited device case was received from (B)(6) on (B)(6) 2014 from a physician. This case concerns a male patient of unknown age who experienced knee effusion (injection site joint effusion) and knee pain (injection site pain) after receiving treatment with synvisc one injection. The patient's medical history, past drugs, concomitant drugs and concurrent conditions were not reported. On an unknown date in (B)(6) 2014, the patient received treatment with intra-articular synvisc one injection, once (dose, batch/lot number and expiration date not provided) into the joint of unspecified knee for unknown indication. On an unknown date, three weeks later, the patient experienced effusion of knee associated with pain which occurred after a jump. On an unknown date in (B)(6) 2014, patient underwent arthrocentesis in which unknown amount of joint fluid was aspirated and the patient received treatment with triamcinolone hexacetonide (hexatrione). Outcome: recovered/resolved for both events within a few days. A pharmaceutical technical complaint was initiated and conclusion was pending for the same. According to physician, the casual role of synvisc one was assessed as: (B)(4) fot both events.